Event description:
During a coronary artery drug eluting stenting treatment procedure a catheter shaft fracture occurred. The target lesion treated was a calcified, moderately tortuous and 95% stenosed portion of the right coronary artery (rca). The lesion was predilated with a 3.0x20mm balloon. The physician then attempted to place a 3.5x20mm taxus express2 drug eluting stent, however, his attempt to inflate the balloon failed. Upon removal of the catheter it was found that the shaft was broken into two pieces, one remaining inside the angiographic catheter. The angiographic catheter was removed with the broken catheter shaft inside and the procedure was completed using a different device. There were no patient complications and the patient was reported in good condition.